Event description:
A report was received that the patient had a suspected infection in the pocket. There was an open area at the ipg pocket incision and some drainage. The patient underwent a revision procedure wherein the ipg was explanted. No device malfunction was suspected. The physician did not believe that the infection was device related. The patient was treated with intravenous antibiotics and antibiotics in the pocket. The patient was doing well.

Event description:
A report was received that the patient had a suspected infection in the pocket. There was an open area at the ipg pocket incision and some drainage. The patient underwent a revision procedure wherein the ipg was explanted. No device malfunction was suspected. The physician did not believe that the infection was device related. The patient was treated with intravenous antibiotics and antibiotics in the pocket. The patient was doing well.

Manufacturer narrative:
Additional information was received that the physician believed infection was not procedure related. The patient had history of infection and poor healing.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.